Event description:
The report stated that during a laparoscopic colon procedure the ligasure impact handpiece seized up and would not open.

Manufacturer narrative:
Evaluation of the returned device on may 6, 2008 found that the integrated cutter is trapped between the jaws of the instrument and is protruding beyond the edge of the jaws. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.